Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Hospital reported to consultant that patient was implanted with patient specific implant, 5 plates and 20 screws, on (B)(6) 2012. It was discovered that patient developed an infection on an unknown date. Patient was returned to operating room on (B)(6) 2012, all hardware was removed. It is not known if the patient was implanted with any new hardware. No further information is available at this time. This is 12 of 26 reports for this event.